Event description:
It has been reported that one bd¿ yel 24gax0.75in prn-qsyte y nopvc has been found containing foreign matter before use. The following has been provided by the initial reporter: red foreign liquid noticed in the ea package, which is supposed to be the blood after unwrapped the package before usage.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106520. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned device was reviewed, our engineer noted that the physical device did not display the red foreign material that was identified in the submitted photograph. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ yel 24gax0.75in prn-qsyte y nopvc has been found containing foreign matter before use. The following has been provided by the initial reporter: red foreign liquid noticed in the ea package, which is supposed to be the blood after unwrapped the package before usage.